Event description:
Customer claims that while the product was in use with a patient, the alarm tone is intermittent, when the pressure is off the sensor pad and on the pad. The unit was tested with new batteries and sensor. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation, results: evaluation for the returned alarm unit shows that the case is cracked around the battery compartment and the battery springs are misaligned. The condition of the alarm unit did not allow further testing. (B) (4).